Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04555 and MFR. Report # 3005099803-2010-04556). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure to remove stones. According to the complainant, the papilla of the common bile duct was located within a diverticulum, which made cannulation of the papilla difficult. Once the tip of the first device (the subject of MFR report # 3005099803-2010-04555) was positioned within the duodenum, the device was rotated in order to orient the device to the papilla within the diverticulum. When the doctor instructed the nurse to bow the tome, the tome bowed in an unintended direction. The first device was then removed. The papilla of the common bile duct was then cannulated with a second autotome rx sphincterotome. There was a fold that obstructed the physician's view, therefore, a blind-cut was performed. The stone(s) were successfully removed from the common bile duct. The physician injected dye/contrast and found the common bile duct was perforated during use of the second tome. A plastic stent was placed within the common bile duct and the patient was admitted to the hospital for overnight observation. An additional procedure will be performed to remove the plastic stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire at the distal tip was bent/misaligned. Functionally, the device was able to bow past 90 degrees which meets the minimum bowing specification. However, the device failed to bow in plane due to the bent/misaligned wire. The exposed cut wire length and outer diameter were measured and both dimensions met specification. The condition of the returned unit was consistent with the complaint incident that the tome device did not bow as intended. The evaluation found that the exposed cut wire was bent/misaligned and led to the tome failing to bow in plane. During manufacturing, tome devices are 100% inspected for working length/distal tip integrity so the bend likely occurred due to procedural factors. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04555 and MFR. Report # 3005099803-2010-04556). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure to remove stones. According to the complainant, the papilla of the common bile duct was located within a diverticulum, which made cannulation of the papilla difficult. Once the tip of the first device (the subject of MFR report # 3005099803-2010-04555) was positioned within the duodenum, the device was rotated in order to orient the device to the papilla within the diverticulum. When the doctor instructed the nurse to bow the tome, the tome bowed in an unintended direction. The first device was then removed. The papilla of the common bile duct was then cannulated with a second autotome rx sphincterotome (the subject of MFR report # 3005099803-2010-04556). There was a fold that obstructed the physician's view, therefore, a blind-cut was performed. The stone(s) were successfully removed from the common bile duct. The physician injected dye/contrast and found the common bile duct was perforated during use of the second tome. A plastic stent was placed within the common bile duct and the patient was admitted to the hospital for overnight observation. An additional procedure will be performed to remove the plastic stent. The patient's condition at the conclusion of the procedure was reported to be stable.